Event description:
Pouch broke at the seam after 4 hours of use. It's been happening once a year within 32 years of usage. Each time, he has received a new bag through mail. Patient was frustrated because of this ongoing issue.